Event description:
It was reported that the ilet user experienced hyperglycemia shortly after an infusion set and cartridge change, with blood glucose rising to approximately 347 mg/dl and a confirmatory fingerstick of 346 mg/dl, after placing a curved cannula infusion site below the right nipple. The event was attributed to incorrect deployment/ placement of the infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and blood glucose improved to 279 mg/dl after a site-only change guided by support. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, namely an improper procedure or method related to infusion site placement impacting insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.